Manufacturer narrative:
.

Event description:
It was reported that the wand had no power. The surgeon opted to complete the procedure using a shaver blade. No patient injury or other complications were reported.